Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she had been experiencing pain in the back a couple of says after she has had 4 laser treatments for a rotator cuff issue in her right shoulder. The patient reported that the pain was causing her to have trouble walking and was miserable. The patient reported that her ins was most often turned off and the pain in her back continued. The patient reported that she did keep up on charging her ins. The patient reported that her healthcare provider (hcp) thought she was making this report of pain up. No further complications were reported.